Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735825r, serial/lot: unknown. H3, h6) the system was serviced in the field. In summary, the complaint was confirmed. The breakout box was replaced to resolved the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the emitter stopped tracking instruments during patient registration. The site was able to complete registration with a touch-n-go probe. When the surgical team moved on to navigation, the emitter was unable to track any instruments. Ports 5 and 6 displayed amber lights when instruments were plugged in. The surgical team replaced the axiem box with one from another system on site and they were able to continue with the procedure. A video from the event showed the emitter with a blinking red indication while the rest of the instruments had a solid red indication. There was no impact to patient's outcome and surgical delay was less than one-hour.